Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. Fifteen days after the receipt of this report, the patient was hospitalized for the event. Treatment was not reported. Twenty four days after admission to the hospital, the patient was discharged. The outcome of the event was unknown. At the time of this report, pd therapy was discontinued and the patient was on hemodialysis. No additional information is available. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h14c26060 and h14b12013. There were no issues detected during the manufacturing processes. As the sample was not returned, a device evaluation cannot be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted. Same patient as cmplnt- (B)(4).